Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and initially noticed that the iabp operated normally with a 40 cc balloon and system trainer attached. In system diagnostics, the fse performed multiple display tests without any failures. There was minimal signs of wear and tear on the display itself; although, the fse could not duplicate the display flickering. In the interest of patient safety, the fse replaced the video receiver pcb, and the inverter pcb inside the display. The fse also replaced three missing screw concealment labels on the top cover assembly. The iabp passed all functional, safety, and electrical tests to factory specifications. The iabp was then cleared for clinical use and returned to customer.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) display was flickering. There was no patient involvement or adverse event reported.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) display was flickering. There was no patient involvement or adverse event reported.